Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.